Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The home care nurse of a (B)(4) male pt called zoll customer support to report that the pt developed a yeast infection under the therapy electrodes. It is unk whether the pt required any medication. The clinical outcome of the yeast infection is unk. The pt continued to use the lifevest.

Manufacturer narrative:
Device eval summary: electrode belt sn (B)(4) was not returned for the event investigation. Eval method: biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.